Event description:
On 16/jan/2026, fresenius received a product complaint form regarding this 40-year-old female patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a fx coral fx80 hf dialyzer for renal replacement therapy (rrt) reportedly experienced a probable dialyzer reaction during hd therapy on (B)(6) 2026. The patient was reportedly trialing a new type of dialyzer (fx coral fx80 hf dialyzer), however after approximately 10 minutes into treatment the patient complained of mild generalized itchiness (pruritus). The treatment was reportedly halted, and a new extracorporeal circuit was primed utilizing a nipro cellentia 17h dialyzer. Follow-up with the patient¿s hd registered nurse (hdrn) revealed immediately after (initial report stated 10 minutes) the initiation of treatment, the patient reported generalized pruritus. The patient¿s treatment was discontinued without returning the patient¿s extracorporeal blood. The patient¿s estimated blood loss (ebl) was 250 ml, and she was given benadryl 25mg (route not provided) for the pruritus. The patient¿s treatment was restarted and successfully completed on the same hd machine, utilizing a nipro cellentia 17h dialyzer. Per the hdrn, the fx coral fx80 hf dialyzer is not available for return to the manufacturer for evaluation.